Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5.

Event description:
A user facility clinic manager (cm) stated the hemodialysis (hd) machine prompted with the arterial alarm sounding followed by an air leak detector alarm. Once the patient care technician (pct) cleared those, the blood leak alarm continued to sound. Another pct stated that they saw blood coming up from the dialyzer about to enter into the hanson and stopped the treatment. They did not test the solution with the strips for blood. They removed the setup and hung a new setup and the patient continued treatment. Upon follow-up, the cm stated an internal dialyzer blood leak occurred within ten minutes after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood leak was visually observed and it was reported the pct stated that they saw blood coming up from the dialyzer about to enter into the hanson and stopped the treatment. Blood test strips were not used to test for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss (ebl) was more than 100ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has not yet been returned to service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility clinic manager (cm) stated the hemodialysis (hd) machine prompted with the arterial alarm sounding followed by an air leak detector alarm. Once the patient care technician (pct) cleared those, the blood leak alarm continued to sound. Another pct stated that they saw blood coming up from the dialyzer about to enter into the hanson and stopped the treatment. They did not test the solution with the strips for blood. They removed the setup and hung a new setup and the patient continued treatment. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a sample from the reported lot was returned and subjected to a laboratory bubble point test. No leaks, damage, or irregularities were identified on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to unconfirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinic manager (cm) stated the hemodialysis (hd) machine prompted with the arterial alarm sounding followed by an air leak detector alarm. Once the patient care technician (pct) cleared those, the blood leak alarm continued to sound. Another pct stated that they saw blood coming up from the dialyzer about to enter into the hanson and stopped the treatment. They did not test the solution with the strips for blood. They removed the setup and hung a new setup and the patient continued treatment. Upon follow-up, the cm stated an internal dialyzer blood leak occurred within ten minutes after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood leak was visually observed and it was reported the pct stated that they saw blood coming up from the dialyzer about to enter into the hanson and stopped the treatment. Blood test strips were not used to test for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss (ebl) was more than 100ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has not yet been returned to service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.